Event description:
It was reported that the user experienced recurrent low blood glucose, including a documented value of 61 mg/dl, and treated a nocturnal low with an oral carbohydrate/protein drink; coaching was provided on timing of meal announcements, avoiding early treatment of lows, and preventing overtreatment, with troubleshooting and education completed. Symptoms included hypoglycemia. Outcomes included user self-treatment at home without medical intervention. Investigation included case review and user interview focused on use behaviors and education. Investigation of this case revealed no device malfunction and identified user factors related to meal announcement timing and nighttime snacking as probable contributors. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with contributing use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.